Manufacturer narrative:
Product ID 3389s-40 lot# va09j8x, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the patient¿s device was removed due to infection.